Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the outer conductor coil. Based on the symptoms, it is reasonable to assume that this damage resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, deformations of the outer conductor coil were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to a diaphragmatic stimulation, with high threshold. There is no replacement at this time and patient is waiting on a epicardial lead at a later time. There were no additional adverse patient events reported. Should additional information be received, this file will be updated.